Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/11/2015.

Event description:
According to the reporter, the device would not close. There was no adverse impact to the patient. Should additional information become available, a supplemental will be submitted.

Manufacturer narrative:
(B)(4).